Manufacturer narrative:
This is a report of a use error where the patient had a supply bag that was not connected well and became loose. A loose connection to a supply bag is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell. The patient was connected at the time of the alarm. The patient stated one of the supply bags had not been connected well and had come loose from the line. The technical service representative (tsr) explained the alarm to the patient and advised them they needed to start over with new disposables. Proper procedures were reviewed per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.